Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented via merlin.net with an alert for out of range pli. The lead was capped and replaced. There were no issues. The patient will continue to be monitored.